Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a possible infection, an irrigation and drainage (I&d) with a head exchange was performed.